Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have gotten an MRI and forgot to take off insulin pump. As a result, customer received a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump failed the displacement test and gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify the motor position encoder error alarm in the alarm history due to an over written history file. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.